Manufacturer narrative:
Conclusion: replacement nurse call cable has been ordered and the customer will install it when it is received.

Event description:
It was reported by service report that the nurse call will not work on the bed. The cable was disconnected and frayed. There was pt involvement; however, no adverse consequences are reported.